Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was observed that wire on the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken and frayed at the distal clevis hub. The cable segment that contains the crimp is still remaining in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.